Event description:
Physician attempted to place stent into circumflex artery. Stent came off delivery catheter and was unable to be retrieved from body. Pt was sent to open heart surgery for bypass grafts on an emergent basis. (Of unrelated to device issue per batch).